Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that patient dropped their primary system controller in paint. No alarms occurred. The patient was stable. The controller was functioning appropriately at time of arrival to doctor's office. Log files were not obtained.

Manufacturer narrative:
Section d1: corrected. Section d4, catalog number, primary UDI number: corrected. Manufacturer's investigation conclusion: the reported event of the system controller being dropped in paint was not confirmed. The system controller (serial number (B)(6)) was not returned for analysis, and no log files were provided. Available information for this event indicates that the controller continued to function as intended after being dropped in paint and was then exchanged without issue. The root cause of the reported event was stated to have been user error in the patient accidentally dropping the system controller into paint. Review of the device history record for system controller, serial number (B)(6) , showed the device was manufactured in accordance with manufacturing and quality assurance specifications. The heartmate 3 patient handbook (rev. D) instructs users to never submerge their equipment, including their system controller, underwater. The patient handbook also instructs users to never expose their equipment to liquids or fluids of any kind. The heartmate 3 patient handbook (rev. D, section 10 ¿safety checklists¿) instructs users to regularly inspect their equipment, including their system controllers, and to avoid using equipment that appears damaged. Users are encouraged to replace any equipment that appears damaged. The heartmate 3 patient handbook (rev. D, section titled "emergency contact list") cautions users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.